Event description:
It was reported that during the surgery while placing the screw in the tibia and tightening the thread, the screw broke. The incident occurred inside of the patient and was removed. The procedure was completed using a same device backup.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be re-opened. A review of the device history record was performed which confirmed no inconsistencies.